Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and button error. The customer had first received the battery out limit alarm, and, after replaced the battery, the insulin pup alarmed button error. The customer stated that the buttons were not working. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer declined troubleshooting for the battery out limit alarm. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.